Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed that the y-site clear link was separated from the tubing. The reported condition was verified. The cause of the reported condition was determined to be a human issue during manual assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a returned sample evaluation for a separate report it was discovered that the product had tubing separated from the luer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.